Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement, power management graph displays unexpected battery power loss and long trace displays low battery alert less than 1 week due to corroded electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported unexpected battery power loss alarm. The customer reported no adverse event. The event involved product mmt-1715k. Troubleshooting was performed and replaced pump. The customer also received low battery alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1715k was returned for analysis.